Manufacturer narrative:
Initial reporter's phone#: (B)(6). Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation & testing and upon completion, the customer's indicated failure mode for tube breakage during centrifugation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for tube breakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on evaluation of the retain samples, the customer¿s indicated failure mode for tube breakage with the incident lot was not observed as all samples met the required specifications.

Event description:
It was reported that a bd paxgene® blood rna ¿tube broke into pieces during centrifugation in the rotor of a hettich centrifuge. There was no report of injury or medical intervention needed.